Event description:
It was reported that this lead required multiple attempts, four in total, to be able to be successfully implanted. The lead implant procedure was completed, and the lead remains in service. No adverse patient effects were reported. Received additional information this lead was attempted four times and was unable to be implanted. A new lead was implanted successfully. This is all the information provided, and additional information has been requested. No adverse patient effects were reported.

Event description:
It was reported that this lead required multiple attempts, four in total, to be able to be successfully implanted. The lead implant procedure was completed, and the lead remains in service. No adverse patient effects were reported. Received additional information this lead was attempted four times and was unable to be implanted. A new lead was implanted successfully. This is all the information provided, and additional information has been requested. No adverse patient effects were reported. Additional information received advised this attempted lead was unable to capture during implant. It was noted there was a loss of capture (loc) regardless of the vessel chosen. The attempted lead will not return for analysis. No adverse patient effects were reported.